Event description:
During review of this patient's in-house programming history, it was reported that a faulted diagnostic occurred on the date of implant ((B)(6) 2007), resulting in the patient leaving at unintended settings. The patient's settings were corrected at a follow-up appointment on (B)(6) 2007. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Review of programming/device diagnostic history performed.